Event description:
During a liver tumorectomy, the miseal thermal ligating shears kit, silicone tip broke off and fell into the pt and was missing. There was no harm to the pt.

Manufacturer narrative:
Na.